Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hyperglycemia. The customer¿s blood glucose level was 430 mg/dl. The customer reported that they were getting high blood glucose events because of bent cannula. Customer reports the infusion set cannula was bent. The customer refused high blood glucose troubleshooting. The device will not be returned for analysis.